Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (B)(6) 2018. According to the complainant, the felt inside the biopsy cap got pushed down into the channel of the endoscope. The detached piece was successfully removed from the scope using forceps. The procedure was completed using another endoscope and rx locking device/biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event.